Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers and pockets had failed and could not be recovered, with the system indicating that maintenance was required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers and pockets had failed and could not be recovered, with the system indicating that maintenance was required. The field service engineer (fse) assisted with troubleshooting a full storage space failure and identified that a faulty communication sled was causing the issue. The fse further investigated a new station where all drawers were not detected on the bus and, after detailed inspection and troubleshooting, confirmed the communication sled as the root cause. The fse powered off the station, replaced the communication sled, and reconnected all drawers and the remote manager. The fse then powered on the station and verified restoration of communication with all components. The fse confirmed system functionality through testing, and the customer completed medication inventory in multiple drawers to validate proper operation. The system functioned as intended after field service engineer repaired the device.